Event description:
The lesion was a diffused, eccentric stenosis in the proximal lcx with mild tortuosity and heavy calcification. When the zeta was implanted after rota was performed, a dissection occurred at the edge of the stent. To treat the dissection, another stent was used. When the stent was advancing through the implanted stent, it got stuck and failed to cross. A balloon was then used to hold the dissection to complete the procedure.